Manufacturer narrative:
G4: 05may2020. B4: 06may2020. Patient's information was not provided. There was no report of medical intervention being required as a result of this event. The service technician confirmed that the touchscreen had a functionality failure. The service technician replaced the touchscreen, front panel assembly, and end bezel to address the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01may2020.

Event description:
The customer reported a damaged touchscreen. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The manufacturer¿s international service technician evaluated the ventilator and confirmed that the front panel is damaged. The repair is pending customer approval.